Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 11 syringe 0.3ml 31ga 6mm wholeunit 10bag separated from the hub. The following was reported by the initial reporter: "it was reported shields are hard to remove, needle hub separated when removing shield. Verbatim: from phone call on 2020-11-24 16:53:27: consumer stated, shields are hard to remove stated, needle hub separated when removing shield.s failed. Cl".

Event description:
It was reported that 11 syringe 0.3ml 31ga 6mm wholeunit 10bag separated from the hub. The following was reported by the initial reporter: "it was reported shields are hard to remove, needle hub separated when removing shield. Verbatim: from phone call on 2020-11-24 16:53:27: consumer stated, shields are hard to remove. Stated, needle hub separated when removing shield.s failed. Cl."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (10) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 9343312. Customer states that shields are hard to remove, needle hub separated when removing shield. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343312 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200868374, 200868516] noted that did not pertain to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.